Manufacturer narrative:
H10: manufacturing review: a device history record reviews was not performed as a lot or material number was not provided. Investigation summary: the sample was returned for evaluation. The electrode was returned unseated from its housing and badly deformed. There were some minor bends along the length of the shaft. There was blood observed on the proximal magnets and in the electrode housing. A 0.014" guidewire was successfully fed through the tip however some solidified blood was removed. The result of the investigation is confirmed for the reported material deformation issue. The definitive root cause for the reported material deformation issue could not be determined based upon the available information. Labeling review: the instruction for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: cautions 2. Adhere to universal precautions when utilizing the device. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop. 7. Do not touch or handle the active electrode. Electrode dislodgement may occur. 8. Always use the hemostasis valve crosser to assist insertion of the venous catheter through the introducer sheath. Insertion into introducer sheath without hemostasis valve crosser may damage electrode. 9. Do not attempt to remove the hemostasis valve crosser located on the venous device. Device damage or fracture may occur. Instructions for use once the wavelinq¿ catheters are removed from their packaging, ensure all subsequent procedures are performed in a sterile field. Inspection prior to use: 1. Before removing the wavelinq¿ endoavf system from its packaging, carefully inspect the packaging for any evidence of damage. If there is evidence of damage, do not use the wavelinq¿ endoavf system. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during the arteriovenous fistula procedure, the venous catheter allegedly become loose and double backed on itself. Reportedly the catheter was removed from the patient, attempted to fix but were unsuccessful. Therefore, the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during the arteriovenous fistula procedure, the venous catheter allegedly become loose and double backed on itself. Reportedly the catheter was removed from the patient, attempted to fix but were unsuccessful. Therefore, the procedure was completed using another device. There was no reported patient injury.